Event description:
Information received indicates there is no power to the siderails.

Manufacturer narrative:
The technician found no power to the fuses on the power control module. The technician replaced the power control module to repair the bed.